Event description:
According to the literature source of study performed between 1st january 2018 and 31st december 2021, a retrospective study of a large series of groin hernia patients operated with robotically assisted laparoscopic technique (r-tapp).  A total of 226 hernia repairs were performed in 195 patients. 160 patients had primary hernias, whereas 35 had recurrent hernias. It was noted that the self fixating polypropylene mesh was used to cover all the hernia openings after reduction. The peritoneal flap was sutured with 3-0 vloc the post operative complications included chronic pain treated with steroid injections, seroma/hematoma treated with needle aspiration and surgical removal. One patient developed a small bowel obstruction due to bowel entrapment in a defect in the peritoneal flap. The patient was readmitted and required surgery. One patient developed a hernia recurrence after 27 months and had to undergo a second repair (r-tapp) with placement of a new mesh after the original mesh was found to be dislocated cranially and no longer covering the surgical opening. Four patients were re-admitted, only one patient needed surgery. Patient suffered from an acute small bowel obstruction due to a bowel entrapment in a defect in the peritoneal flap from the r-tapp which was laparoscopically reduced. One patient received needle aspiration of a seroma, one patient presented a seroma which did not require any treatment and one patient stayed overnight due to postoperative pain. Follow-up from the author confirms that the adverse events reported in the article were not related to a medtronic device/product. This pe has been downgraded to not a complaint.

Manufacturer narrative:
Additional information: b5, g3, h6 this event has been reassessed and the reportability has been determined to be a not a complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product: unknown progrip, unknown progrip mesh product, (lot #unknown) author: dr. Johan bondi, 2022, journal of robotic surgery title: a retrospective review of a large series of groin hernia patients operated with robotically assisted laparoscopic technique (r-tapp) source: https://doi.org/10.1007/s11701-022-01474-x. Publication date: 13 october 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 1st january 2018 and 31st december 2021, a retrospective study of a large series of groin hernia patients operated with robotically assisted laparoscopic technique (r-tapp). A total of 226 hernia repairs were performed in 195 patients. 160 patients had primary hernias, whereas 35 had recurrent hernias. It was noted that the self fixating polypropylene mesh was used to cover all the hernia openings after reduction. The peritoneal flap was sutured with 3-0 vloc. The post operative complications included chronic pain treated with steroid injections, seroma/hematoma treated with needle aspiration and surgical removal. One patient developed a small bowel obstruction due to bowel entrapment in a defect in the peritoneal flap. The patient was readmitted and required surgery. One patient developed a hernia recurrence after 27 months and had to undergo a second repair (r-tapp) with placement of a new mesh after the original mesh was found to be dislocated cranially and no longer covering the surgical opening. Four patients were re-admitted, only one patient needed surgery. Patient suffered from an acute small bowel obstruction due to a bowel entrapment in a defect in the peritoneal flap from the r-tapp which was laparoscopically reduced. One patient received needle aspiration of a seroma, one patient presented a seroma which did not require any treatment and one patient stayed overnight due to postoperative pain.